Event description:
Reporter alleged blood glucose test strip vial had rubbed off and had gotten erratic results of 128, 208, and 70 mg/dl when testing was performed on separate days. It was stated no actions were taken or treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.